Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes and 4 minutes respectively: 1. 20 mg/dl, 298 mg/dl and 298 mg/dl 2. Lo (result < 10 mg/dl) and 130 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.